Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was fully failed, initially with random cubie failures, and additional pockets progressively dropped and disappeared from the virtual map during recovery attempts. A field service engineer (fse) observed that only one cubie remained, which also failed during testing. Rear drawer cable connections were inspected, and no status led was present on the 5.1 drawer controller. All cables for drawers 5.1 and 5.2 were reseated; however, the issue persisted. The drawer controller was identified as failed and replaced. Post-replacement, testing in the hardware test application confirmed all pockets were functional, and the customer successfully accessed and inventoried multiple pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies in drawer 5.1 were failed with the error message device not detected on bus. The user was unable to eject or recover the drawer/cubies, and most cubies were not displaying on the cubie map. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.